Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the customer was trying to inflate the cuff of the trach tube, but it could not be inflated. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
Corrected data: d3 and g2 (updated manufacturing site) h6 (updated conclusion code).